Manufacturer narrative:
Eval: no product was returned by customer. The lot number provided was mfg after the event date. However, we are aware that this type of situation may occur and have initiated the necessary action. As a result, we have added an info for use (IFU) for this product stating the following: "possible allergic reactions or access site infection should always be considered." We have also added the following precaution to the IFU: "a sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves has been reported with the use of this product."

Event description:
In 2006, the pt presented with swelling, erythema and pain to her right wrist following a cardiac catheterization via the right radial artery performed on thirteen days earlier. The pt was diagnosed with aseptic granuloma and discharged on four days after the event date.